Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Discarded by facility.

Event description:
It was reported that during a peripheral orbital atherectomy procedure, the patient experienced a thrombus event after treatment with a csi orbital atherectomy device (oad). There were lesions located in the right popliteal (pop), anterior tibial (at), tibioperoneal trunk (tpt) and peroneal (pr) arteries. The physician used a contralateral approach to access the superficial femoral artery (sfa) with a 6-french introducer sheath, then crossed the popliteal occlusion with a cxi 0.035 catheter and an amplatz wire. The crossing wire was exchanged for a csi viperwire guidewire, which was introduced into the at. The physician treated the pop with laser atherectomy, followed by balloon angioplasty and the placement of two stents to repair a dissection. The stents were then further dilated with a 6mm balloon. The physician then exchanged the laser atherectomy device for a csi oad and treated the right at at low, medium and high speeds followed by balloon angioplasty. Then the viperwire was redirected via the tpt into the pr where additional atherectomy was performed with the csi oad. After the treatment in the pr, a distal embolization was noted. This was treated with 4mg of tissue plasminogen activator (tpa), heparin and nitroglycerin which restored blood flow to the foot. Additional laser atherectomy was then performed on the right at. The physician attempted to cross the right posterior tibial (pt) artery, but encountered a small perforation that he successfully resolved with coil embolization. The patient status remained stable throughout the procedure.